Event description:
A customer reported that the equipment did not prime the cassette and it was not possible to use the vfc (viscous fluid controller) functions during a vitrectomy procedure. The surgeon had to manually extract the silicone oil to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported event. The system was then tested and found to meet product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).